Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements. Surgical intervention was performed and during an attempt to reposition the lead, the helix would not retract. The ra lead was explanted with some difficulty and replaced. No additional adverse patient effects were reported.